Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10): concomitant device(s): 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 6793911, 320-01-38 - equinoxe reverse 38mm glenosphere: 6917886, 320-10-00 - equinoxe reverse tray adapter plate tray +0: 6879453, 320-15-03 - rs glenoid plate l post aug, 8 deg, left: 6764926, 320-15-05 - eq rev locking screw: 6651849, 320-20-00 - eq reverse torque defining screw kit: 6913682, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s261032, 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm: s263337, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: 6221048, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: s262703, 320-38-00 - equinoxe reverse 38mm humeral liner +0: s253752.

Event description:
Approximately, 3 years, 1 month, 25 days post-operative of a left rtsa, it was reported via clinical study that the patient experienced another dislocation with 3 new dislocations in 2024 and requires revision of the prosthesis. Previously reported on case: (B)(4), the patient had experienced instability and a dislocation that was reduced in the hospital with additional immobilization in a sling for 3 weeks gentle rehabilitation after immobilization. The patient underwent standard reverse revision with the removal of the humeral tray, humeral liner, glenosphere, and glenosphere locking screw components. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely not related to the device(s) and/or to the procedure.